Event description:
It was reported that during a ptca treatment procedure, the maverick2 30x2.5mm balloon ruptured at 12 atms on the third inflation. The first inflation was to 12 atms and the second inflation was to 14 atms. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the right coronary artery. They physician used a 7f terumo long introducer sheath for vascular access, a zumz2 fr5sh guide catheter and a getz route guide wire for vascular access. It is noted that resistance was met when the maverick2 monorail balloon was removed from the patient. A quantum maverick balloon was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".